Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6), 2005.

Event description:
Neck trial is stripped and continues to twist even when completely tight preventing ability to set appropriate version.

Manufacturer narrative:
A functional check with a mating component confirmed the complaint. The root cause is attributed to misuse and heavy usage; the device has signs of inappropriate impaction. The date code af1105 indicates the instrument was manufactured in november of 2005 and is going on 10 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.